Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00164, for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, they placed the clips and both times the clip broke. They were able to retrieve the clips. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.